Event description:
Customer reported a frayed video cable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable. System operates as intended. This MDR is related to ge healthcare.